Event description:
The customer reported that she was hospitalized due to high blood glucose. The customer's blood glucose level was 618 mg/dl. The customer was admitted at (B)(6) on (B)(6). The customer was treated with manual injection. The signifcant events leading to the calling of 911, the customer stated that she had no delivery on the insulin pump and that she continue to have high blood glucose. The patient was not in an accident. The cause of 911 call as per health care provider, the customer was told that she was in diabetic ketoacidosis. The still currently in the hospital. The troubleshooting was performed. The customer insulin pump pass all the test and we let her know that she should be able to use it.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.